Manufacturer narrative:
The site declined to provide patient information, per (B)(6) privacy laws. On 10/14/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Checked instrument sets available at site. Total of 6 sets tested. Identified 3 instruments that were less accurate than ideal, although still in spec for geometry error. The medtronic representative successfully verified accuracy using a test model and deemed the system fully operational after system checkout. On 11/02/2015 a medtronic representative, following-up at the site, reported being unable to obtain the registration trace for analysis, as the site staff erases the patients shortly after the procedures are completed. No further issues have been reported.

Event description:
A medtronic representative reported that, while in an ear, nose & throat (ent) procedure, the surgeon alleged an inaccuracy occurred while using the navigation system which potentially caused a small cerebrospinal fluid (csf) that was able to be repaired. The surgeon alleged navigation was inaccurate approximately 1 centimeter and that he was not able to accurately determine the position of the instruments inside the nose. The surgeon also confirmed that navigation was on-target on the face. The surgeon stated that this was an easy repair and no apparent problems to the patient. The surgeon completed the procedure with the use of the navigation system.